Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device has not been returned for evaluation. However, unit log shows 26 times cfb error on (B)(6) 2022, alarm 316-blower failure occurred on (B)(6) 2023 4:31:39 pm and insp valve test - error 4: occurred 15 times on (B)(6) 2023. Advised customer to perform blower test and cross check with another moog blower. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 is giving alarm 316-blower failure during pre testing calibration. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to defective moog blower unit. As resolution, initiated to ship new blower under warranty replacement.